Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty front panel and faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found that the keypad did not light up; due to a faulty front panel and faulty main board. The front panel shocked and cracked, the internal optic support cracked, the shutter bended, filters turret misaligned, found non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, although the evis exera iii xenon light source can be started, the keypad does not light up or respond to key presses on the front. The issue was found during maintenance. There were no reports of patient involvement.